Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An electromechanical pump was used during the infusion (set at 42 ml/hour) and alarmed when the leak occurred, which was towards the end of the infusion. The part of the tubing that was damaged was not inside of the pump but was near it. Additional information: evaluation summary: the device was returned for evaluation. Visual inspection found that part of the tubing was slightly damaged. The device was connected to a solution bag of sodium chloride for a functional test, and no leakage was detected as solution flowed through the set. The cause of the damaged tubing was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set leaked approximately 2mls of etoposide. This occurred during infusion. It was reported that there was a slit in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.